Event description:
The facility's biomed reported the pump was sent from patient use with report it changed rates uncommanded. The pump was reportedly programmed for a rate of 10cc/hr and started. After an unknown period of time the pump alarmed kvo much earlier than expected, at this time the pump displayed that the programmed rate was 100cc/hr. The nurse that reported this to the biomed noted that one of the patient's visitors had a cellular phone in their purse, it is not known if the phone was used in the patient's room, but it was reported to be powered on at the time. There was no report of any patient injury or medical intervention resulting from this situation. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specifics regarding the drug being infused, patient information and the total volume infused, no further information was available.